Manufacturer narrative:
(B)(4). Evaluation summary: the separated proximal section of the guide was returned while the distal section was not returned. Observation by scanning electron microscope revealed the trace that the guide wire had been excessively twisted in a clockwise direction. A bend in the shaft was located near the breakage site. It is presumed that torque manipulation was applied to the guide wire in order to advance and/or remove the guide wire under the condition where the distal section of the guide wire was trapped by the heavily calcified lesion, resulting the breakage of shaft due to the twisting force that exceeded the product design limit. It should be noted that the warning section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Separation or breakage of the guide wire is listed as a possible complication and adverse event. A review of the production record revealed no anomaly with this lot. Additionally, there have been no other incidents reported for this lot.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. This device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible of MDR reporting.

Event description:
It was reported that the guide wire was being used in an attempt to treat a heavily calcified left posterior tibial lesion. The guide wire would not cross the lesion. When the guide wire was retracted after the failed crossing attempt, the tip of the guide wire separated and remained in the patient. No intervention was performed to retrieve the separated tip. No additional information was provided.